Event description:
Consumer complaint of high blood glucose results. Expected fasting blood glucose test result range is 50 to 100 mg/dl. Customer feels well and observed no symptoms. Medical intervention due to meter's results is not required at the time of the call on (B)(6) 2015. Currently taking insulin to manage diabetes. Comparing blood glucose test results from truebalance meter to competitor's meter. Back to back blood test produced test results of 125 mg/dl using truebalance meter and 102 mg/dl using competitor's meter. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 06/30/2017 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: 125mg/dl, (B)(6) 2015, 01:20pm; 161mg/dl, (B)(6) 2015, 12:27pm. Adverse event not reported.

Manufacturer narrative:
Internal report (B)(4). Product not yet returned for evaluation.